Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on intra-op, the extenders were not holding the screws, they were worn out. The rod inserter was extremely stiff.the instruments came in contact with the patient and broke but no fragment was left inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: macroscopic and optical examination of the tip of the extenders did not identify any breakage or cracking. Functional evaluation was performed on the extender utilizing a sample sleeve and a sample multi-axial screw (mas); mas head to be dislodged from the inner sleeves with the mas head @ maximum angulation. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.